Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm. Customer's blood glucose was 38 mg/dl. Customer treated their blood glucose with food and glucose tablets. The customer reported receiving a flash write error alarm prior to the motor position encoder error alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor anomaly. Unable to confirm other alarms due to the motor anomaly. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads, and corroded electronic assemblies.